Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.